Event description:
Clinical study. It was reported that 622 days after a coronary drug eluting stenting treatment procedure, the pt required a target vessel reintervention (tvr). Target lesion 1 was identified in the mid right coronary artery (mid rca) and was treated with direct stent placement using a 3.0 x 16mm taxus express2 drug eluting stent. Residual stenosis was 0%. The pt was discharged one day later on aspirin and plavix. Six hundred twenty two days later, the pt required a tvr for restenosis in the mid rca. The mid rca was treated with a taxus express2 drug eluting stent. In the opinion of the physician, it was unk the relationship to the taxus stent. The pt was discharged one day later.

Manufacturer narrative:
Device eval: the stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.